Event description:
Air bladders in the hill rom rental bed (compella) deflated. No obvious air leak noted from tubing, hoses or pump; however there have been previous service calls for this bed with the same issue. The bed was changed out in (B)(6) 2019 at the insistence of the nursing staff. The pt had a deep tissue injury to her sacrum; unclear whether the malfunctioning bed caused or contributed to the development of this pressure ulcer. FDA safety report ID# (B)(4).